Event description:
It was reported when using the bd pyxis medstation es system drawer 4.2 was not recognized as closed. The field service engineer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 4.2 was not recognized as closed. The field service engineer replaced plunger to resolve. The system functioned as intended after field service engineer the troubleshooted the device.